Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon was presumed to have resulted in damage due to some external force was applied to the ultrasonic probe. As stated on the IFU (instruction for use) the user manual states: ultrasonic bronchofibervideoscope bf-uc180f. Chapter 3 preparation and inspection . 3.2 inspection of the endoscope. 3. Visually inspect the rubber part around the instrument channel port. Figure 3.3 depicts the rubber part in a normal and abnormal condition. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part as shown in figure 3.3, (abnormal condition) do not use the endoscope and return it to olympus for repair. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at olympus (B)(4). Evaluation found the reported customer issue of ¿device is leaky¿ was confirmed. Inspection found the biopsy channel is leaky/ perforated. Furthermore, the distal end was observed pricked, acoustic lens peel off and tube from de (distal end) loosed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device is leaky. The issue found during an unknown event. There was no patient involvement on this reported event. No user injury reported. Device evaluation determined acoustic lens peel off and tube from de (distal end) loosed.